Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t1 was implanted without problem but t2 did not deploy. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. This case reports, during use of the fast-fix suture device, ¿t1 was implanted without problem¿ and which was also confirmed per follow-up case correspondence to be ¿fixed within the patient.¿ however, t¿2 did not deploy,¿ and reportedly remained in the instrument and was later discarded due to having a sharps element. The procedure was completed using a smith and nephew backup device with a non-significant surgical delay. The product history review found ¿no abnormalities were reported on this device during manufacture that would have contributed to the reported event.¿ the device IFU [10600499 rev. M] warns: ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as no further complications were reported or patient injury alleged. Therefore, no further clinical/medical assessment is warranted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information: b5: event description and h6: health effect - clinical and impact code.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t1 was implanted without problem but t2 did not deploy. T1 was left not secured in the patient. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.